Manufacturer narrative:
Product complaint # (B)(4). Date of event: analysis years: jan 2000 ¿ mar 2019. Batch # unk. This report is related to a clinical evaluation report, therefore no product will be returned for analysis and the device history records cannot be reviewed as the lot/batch number has not been provided.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing utilization and comparative analysis of ethicon proximate® skin staplers. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 22,954 patients experienced sepsis peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization. This is for ethicon proximate skin staplers.